Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. The manufacturer's field service engineer (fse) performed troubleshooting and found the device declared an error 1124 (battery failed) in the device event logs. The fse replaced the battery and the issue was resolved.

Event description:
It was reported that the internal battery would not charge. There was no patient involvement.